Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported surgeon revised stryker cup. He used a zimmer cup to replace it.

Manufacturer narrative:
An event regarding loosening involving a tritanium shell was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated: "the hip is reduced and the components are in nominal position. X-rays dated (B)(6) 2016 are an ap of the pelvis.and an ap and lateral of the right hip. There is no migration; there is a 2mm radiolucency in all three zones of the acetabulum. X-rays dated (B)(6) 2016 are multiple views of the right hip demonstrating the same stem and a larger cup with two screws. The hip is reduced in nominal position and a 2mm radiolucency is noted in all three acetabular zones. No examination of the explanted components, and no pathology or bacteriology reports from the (B)(6) 2016 surgery are available. Based upon the information available for review there is no evidence that factors of faulty component manufacturing, design or materials were responsible for this clinical situation involving two revision surgeries." -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review: there has been no other event for the lot referenced. Conclusions: based on the provided medical records, the patient was revised due to loosening. However, review of the medical records by the consulting clinician did not confirm the loosening and indicated "there is no migration; there is a 2mm radiolucency in all three zones of the acetabulum. No examination of the explanted components, and no pathology or bacteriology reports from the (B)(6) 2016 surgery are available. Based upon the information available for review there is no evidence that factors of faulty component manufacturing, design or materials were responsible for this clinical situation involving two revision surgeries." Neither the event nor the root cause could be determined due to insufficient information received. If additional information and/or devices are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported surgeon revised stryker cup. He used a zimmer cup to replace it. Patient was revised due to aseptic loosening.